Event description:
Troponin (plasma) : 0.638 ng/ml (critical high) in (B)(6) - beckman coulter access accutni+3. Repeat the test with beckman coulter access accutni+3 in (B)(6) after re-centrifugation (3,700 rpm x 10 min): 0.775 ng/ml. The patient was diagnosed with myocardial infarction and transferred to (B)(6). Troponin test (serum) was then performed in (B)(6) using abbott troponin I: 0.021 (normal). (B)(6) lab did investigation to try to identify the problem: (B)(6) sent its specimen of troponin (plasma) to (B)(6) for testing. (B)(6) requested the specimen of troponin (serum) from (B)(6) for testing. Both specimens tested in (B)(6) using access accutni+3 are critically high, 0,553 ng/ml and 0.775 ng/ml (suggesting myocardial infarction) both specimens tested in (B)(6) using abbott troponin I are less than 0.021 (normal). The preliminary investigations suggest that there are some substances in this specific patient's serum or plasma that can interfere with beckman coulter access accutni+3 but not with abbott troponin I. In addition,(B)(6) lab performed troponin on multiple patients on (B)(6) 2015. There were no abnormalities noted in other specimens.